Event description:
Five years and ten months following initial intraocular lens (iol) implant surgery, a pt was examined and found to have diminished vision with some reduction in optical clarity of the iol. The surgeon reports observing what he describes as opacification of the anterior and posterior surface of the lens with refractile deposits within it. The lens was explanted. Addtional info has been requested.